Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. H6: component code: mechanical (g04) - femur the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent a right knee revision approximately 1 year and 6 months post implantation due to femoral loosening. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. X-rays were provided and reviewed by mmi. They state that radiolucency is noted along the medial femoral condyle bone-metal interface, and to a lesser extent laterally, which may reflect osteolysis and implant loosening. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.